Event description:
It was reported that the image on the 9600 will not rotate when rotate image button is selected. No patient injury was reported. It was also noted, upon arrival, that the system would not boot and displayed a "solid iris potentiometer" message.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hv cable and repair the wire going to rotation motor. The hv cable was replaced and the wire repaired. The system was tested and found to be working as intended and placed back into service.